Event description:
Per distributor, batteries are defective. No adverse impact to patient reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver onboard battery s/n (B)(6) passed all testing prior to being released to finished goods. Battery smbus data review found no abnormalities or faults. Visual inspection of external components found no abnormalities. Battery passed all areas of functional testing for acceptance at incoming inspection. Customer complaint was unable to be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported "defective battery" was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, batteries are defective. No adverse impact to patient reported.